Event description:
It was reported that the patient experienced hyperglycemia with a highest cgm reading of 344 mg/dl, confirmed by fingerstick at 306 mg/dl, after eating a pot pie before sleep without announcing the meal while using a dexcom g7 with the ilet system. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and a user interface component as the involved area. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.